Manufacturer narrative:
(B) (4): devices were not returned to the manufacture for analysis. The devices are not provided sterile. Medtronic does not believe that the infection is related to the implants, however, medtronic is filing for notification purposes.

Event description:
It was reported that the patient underwent the revision surgery to remove posterior fixation instrumentation from another company and replace with rods and screws. Sometime post op, it was found that the pt was infected with vancomycin-resistant enterococci. Three weeks after the revision surgery, the pt underwent another surgery to remove the new instrumentation due to the infection being deep. If infection clears will undergo surgery to have new instrumentation implanted.